Manufacturer narrative:
The review of provided data confirmed the reported issue: the device recorded on (B)(6) 2024 a sustained vf episode that was no treated and no v oversensing alert was sent during the night of (B)(6) 2024. The remote monitoring data of (B)(6) 2024 and (B)(6) 2025 were provided and the v oversensing limit is programmed to 1: the device monitors the number of sustained and non-treated vf/fast vt episodes to apply the v oversensing alert. The sustained and non-treated vf occurred on (B)(6) 2024 at 7h12 am; it corresponds to atrial and ventricular oversensing from external interferences: the alerts were not reset since at least (B)(6) 2024 since the crt alert of (B)(6) 2024 is available in the file on (B)(6) 2025 and the v oversensing limit is programmed to 1. No change of programming of the v oversensing alert occurred from 25 may 2024 to 5 february 2025. The log files of the home monitor from (B)(6) 2024 were analysed and all the transmissions from (B)(6) 2024 ended successfully (i.e. No transmission was sent since to alert was triggered). The gali device specifications state that the v oversensing alert is sent when the number of sustained and non-treated vf/fast vt episodes is strictly superior to the programmed limit. Therefore, the alert would have been sent after 2 sustained and non-treated vf/fast vt episodes. The alert cannot be sent for one single sustained and non-treated vf/fast vt episode the subject device functioned as per specifications. The case is isolated and no malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, no oversensing alert was received when majority and persistence were reached, the device started to charge.

Event description:
Reportedly, no oversensing alert was received when majority and persistence were reached, the device started to charge.